Event description:
It was reported that approximately two weeks post op after gastric sleeve the patient experienced a leak at the staple line.

Manufacturer narrative:
(B)(4). Date sent: 03/08/2023. Only event year known: 2023. Batch # unknown. Additional information was requested, and the following was received: what were the indications for surgery? Unknown. What surgical procedure was performed? Lap gastric sleeve. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What is the product code of the device that was utilized in the surgery? Ech60l. What is the lot/batch number? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Unknown. Did the healthcare professional wait 15 seconds after closing the device before firing? Unknown. Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. What color reloads were used and what was the sequence of the firings? Unknown. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. What is the current status of the patient? Patient is okay as of the last time I spoke to surgeon. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.